Manufacturer narrative:
The investigation into the access site bleeding ¿ minor and the high purge pressure has been completed. The device was not returned for benchtop evaluation and investigation. Per the clinical information provided, the root cause of the access site bleeding issue was use related with introducer sheath not peeled away completely outside of the body per clinical review. The root cause of the high purge pressure issue was most likely a kinked purge line, per data log review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During support, the "purge lumen blocked" alarm and "purge pressure high" alarm triggered. Changing purge cassette did not resolve the issue. The patient was escalated to an impella 5.5 device.